Event description:
On 6/2/97 it was reported to oec medical systems, inc. That an accidental radiation occurrence had happened to oec model uroview 2600. Hosp reported that no procedure was being performed, when a staff member entered the cysto suite and noticed that the audible tone for x-ray generation was engaged. Oec field service engineer was able to diagnose the malfunction to the footswitch. Fse removed and replaced parts, tested/inspected and returned system to current specifications. Hosp reported no adverse, death, or serious injury.